Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and a char issue was observed in which the physician described the risk as excessive. The device evaluation was completed on 10-jan-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscope (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded, the flow was observed irregular, through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation hole, excess of heat could be generated at the dome surface; causing an increase of temperature and the presence of char, thrombus or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole and it was identified that the occlusion is composed of: organic material presumably blood and inorganic material. Due to this condition, further investigation was conducted to review this failure mode. Finally, after concluded the investigation, it was determined that this failure mode is confirmed to be manufacturing attributable. An internal corrective action has been opened to reduce this failure mode. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action has been opened to reduce this failure mode. Initially in the 3500a initial the d4. Lot field was not processed as the lot # was not provided. However, during the bwi lab product investigation, the lot number was retrieved. Therefore, updated the fields of d4. Lot, d4. Primary UDI number, d4. Expiration date, and h4. Device manufacture date fields. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char¿. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿a char issue was observed in which the physician described the risk as excessive¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus or clot¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿a char issue was observed in which the physician described the risk as excessive¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿a char issue was observed in which the physician described the risk as excessive¿ issue. In addition, biosense webster inc. Analysis finding of the ¿occlusion in the irrigation hole¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and a char issue was observed in which the physician described the risk as excessive. During the procedure, charring must have happened. The customer stated that after an ablation with a qdot micro catheter, the catheter was removed from the patient and charring was observed on the catheter tip. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. No patient consequence was reported. Additional information was received on 06-nov-2024. The physician recognized charring on the qdot micro catheter after the procedure by looking at the catheter. Did not notice any issues related to temperature and flow on the catheter. Act practice was maintained throughout the case. Normal heparinized saline was used. The physician described the risk as excessive. The patient did not exhibit any neurological symptoms since the procedure was completed. Pre-ablation high flow setting was 2 sec. The irrigation rate was not used outside of those prescribed. The duration of ablation used was bit greater than 60 seconds. Ngen, qmode+ and thresholds: temperature- target: 55 degree celsius, cutoff: 65 degree celsius / impedance: max: 200 min: 75. Additional information was received on 07-nov-2024. The physician considers that the char was excessive (based on their clinical experience). The char event was originally considered non-reportable, however, bwi became aware on 06-nov-2024 that the physician described the risk as excessive and have reassessed the event as reportable. The awareness date for this record is 06-nov-2024

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).